Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the damage was unknown, but the instrument tip was visibly bent. The rep did not attempt to verify the instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation instrument outside of a procedure. The rep indicated that the passive planar ball probe was found damaged when putting trays together after spd. There was no patient involved with this issue and the instrument was replaced.